Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the customer was getting interference from the perfusion system and their electrocardiogram (EKG) unit. The customer tried to spray water on the pump head to alleviate the issue and they got a flat line on the EKG monitor. The device was not changed out, as the perforation system worked fine for the case. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013: they observed interference of the ECG waveform during cpb and noticed that the interference appeared to be associated with the usage of roller pumps on the system-1 base. Clinical support discussed with the customer a number of papers. This phenomenon has been reported in the past and has been observed with different models and makes of roller pumps. Studies have linked the interference to a charge that is being developed due to the friction and displacement of pvc tubing in the roller assembly. This creates a charge and has been shown to cause interference in the ECG waveform. This intervention occurs due to poor quality ECG signals due to humidity, dry ECG leads, or issues with ECG leads and cables. In many occasions, improving the quality of the ECG signal will decrease the incidence of the interference. In addition to the papers and discussion, the field service rep (fsr) will visit the hospital to check the proper grounding of the system. The procedure was completed successfully. There was a delay of about two mins, as troubleshooting steps were taken to investigate the interference issue. The delay had no negative impact on the pt. There was no blood loss associated with this event. There was no harm observed.

Manufacturer narrative:
The field service rep (fsr) evaluated the perfusion system on (B)(4) 2013. The fsr checked the base and pump grounding, both were ok. He checked the base and pump operation and both checked out ok. The fsr could not find any problems with the perfusion system that would lead him to believe that it was the source of the EKG artifact problem they were having. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.